Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
There was a battery performance alert (bpa) detected via merlin.net transmission followed by an elective replacement indicator (eri) alert. The device was not explanted, as the patient had expired shortly after the alerts were noted due to natural causes. There is no allegation from a healthcare professional that the device contributed to the patient¿s death.